Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and the reported patient effects. The reported patient effect of hypotension, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use is a known patient effect that may be associated with coronary stenting. The reported treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a perforation in the right coronary artery (rca) and with pericardial effusion and tamponade. After undergoing cardiopulmonary resuscitation (CPR) and pericardiocentesis, an unspecified drug-eluting stent was deployed in the mid rca, followed by post-dilatation with a 4.0x8 non-abbott balloon due to poor stent expansion. Angiogram revealed severe contrast extravasation into the pericardium and the patient began to experience hypotension. Thus, a 2.8x19 rx graftmaster covered stent was deployed in the mid rca with a max pressure of 15 atmospheres (atm). An angiogram revealed persistence of vigorous bleeding at the perforation. The patient subsequently experienced cardiac arrest and CPR was started. A stat echocardiogram showed pericardial effusion and tamponade. A 3.5x20 non-abbott balloon was inflated to 12 atm and held for 1080 seconds in the mid rca to tamponade the bleeding. A pericardial drain was then placed and circulation was restored for the patient. The 3.5x20 balloon was then deflated, but vigorous bleeding persisted. The patient became unconscious and was intubated. The balloon was then re-inflated to further tamponade the vessel, then an intra-aortic balloon pump was inserted, followed by emergency pericardiocentesis. The balloon was deflated then a 4.0x19 rx graftmaster was deployed and an angiogram showed successful sealing of the perforation. The patient left the cath lab in stable condition. The patient was extubated and the balloon pump was removed the following day. The patient was observed for 3 days without issue then discharged home. No additional information was provided. As there is no report of any product malfunction and no report of any adverse patient effects related to the 2nd implanted rx graftmaster (4.0x19), this device will be considered a non-complaint/product experience.